Event description:
Target lesion was a dialysis shunt. The pt was male. There was moderate calcification. Vessel tortuosity and actual rate of stenosis were unk, but it was reported that the target lesion was stenosed. The balloon was inflated at 14 atm for 2 minutes in initial inflation, which was completed successfully. A second inflation was attempted. When the balloon was attempted, inflation at up to 16 atm once and the pressure gauge of indeflator (b-braun) noted gradually decreased pressure. The dilatation procedure was completed with this inflation. After removal from the patient, the balloon was inflated using saline outside the patient body, and leakage was confirmed from proximal end of the balloon. There was no adverse event for this procedure. The product will be returned for evaluation.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete, as noted. A review of the device history records associated with this final lot r0208163 and subassembly lots 0512070032 and 0501080149 presented no issues during the manufacturing process that can be related to the reported complaint, including burst test values. Additional information will be submitted within 30 days of receipt.